Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9154611, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9154611. Unable to perform complaint lot history check for needle hub separates for unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. A review of all risk management documents for the product family of the device involved in this complaint (syringe, needle hub separates) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: the photo and the returned sample for this issue are for the product reported and investigated in a separate complaint, ((B)(4)). No samples (including photos) of the product reported in this complaint were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9154611. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for raised needle assemblies. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ insulin syringes 3/10ml experienced hub separation during use. The following information was provided by the initial reporter: material no. 328431, unknown. Batch no. 9154611, unknown. When we pullout the cap, the needle stays inside the cap. We have to throw away significant amount of needles. There were other boxes that we had issues with but no lot or material numbers available.